Manufacturer narrative:
(B)(4). Customer has indicated that the product is in the process of being returned to zimmer biomet. Concomitant medical products: item number: 51-106120, item name: taperloc stem, lot #: 6289552. Foreign report source: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 04822. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that debris was found in the sterile packaging prior to entering the field. Attempts have been made and no additional information is available.

Manufacturer narrative:
UDI: (B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the inner cavity shows that the top foam insert was stuck to the cavity lid. The sterile pouch seal was still intact. There was no evidence to confirm if the device/sterile pouch got stuck to the foam. The reported issue of foam sticking to the tyvek lid of the package is confirmed. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.